Event description:
A (B)(6) male pt contacted zoll customer support to report that the system gave him a message that the device has a problem and cannot be used. The pt later reported that there was a crack in the belt connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect with the monitor) has been confirmed. Upon evaluation, it was found that the trunk cable connector was broken. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted form the defective electrode belt connector. The pt received a replacement electrode belt.